Manufacturer narrative:
H6: type of investigation code-10 investigation findings code-2522. Investigation conclusions 4315= ta03af. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 4 of 4 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced differences in sensor and blood glucose value. Sensor glucose value was 102 mg/dl and blood glucose value was 567 mg/dl. The customer reported blood glucose value of 567 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-332a, mmt-1880l, mmt-213a, mmt-7040a, mmt-7020la, mmt-7040a. Troubleshooting was performed. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of reported event and the difference between sensor and blood glucose at time of event was not within the target range. No further patient complications were reported. No product return is required for mmt-332a, mmt-1880l, mmt-213a. Mmt-7040a, mmt-7020la, mmt-7040a were requested and customer response was the device will be returned. The customer will discontinue using the device.